Event description:
It was reported that the patient presented to the emergency room with wound dehiscence and a suspected infection. The device and leads were eroded. To resolve the issue, the patient underwent a surgical procedure on (B)(6) 2026 to remove the entire system, including the implantable cardioverter defibrillator (ICD), the right atrial (ra) lead, and the right ventricular (rv) lead. The patient remained in stable condition.